Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.